Event description:
A report was received that the patient was having discomfort at the ipg site. There was warmth and mild swelling around the ipg site. It was believed that the ipg was no longer perfectly perpendicular to the skin surface. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was noted to be resting after the procedure. The physician determined that the pocket was fine and had no sign of infection. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16637197, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having discomfort at the ipg site. There was warmth and mild swelling around the ipg site. It was believed that the ipg was no longer perfectly perpendicular to the skin surface. The patient will undergo an explant procedure.